Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft breakage occurred. The physician advanced a taxus liberte' 3.00x16mm over a non bsc guide wire; however, the stent delivery system "was stuck to the wire" and was unable to be advanced or withdrawn. "Force" was applied in an attempt to remove the device, however, the shaft broke. The guide wire with the stent delivery system was removed as one. The procedure was completed with the another of the same device. There were no patient complications reported and status post procedure is ok.

Manufacturer narrative:
The taxus liberte (mr) ous - 16 x 3.00mm device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 1 cm proximal to the port area of the device. This type of damage is usually consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. The device was returned with the guide wire inserted in the device. It was not possible to remove the guide wire. The tip of the device was stretched by approximately 2 mm and was slightly flared at the edge of the tip. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.